Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-dec-2024. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a crack in the pebax area and corrosion inside the pebax. Additionally, wires were found broken inside the pebax. The device was connected to the carto 3 system and error 105 and 106 displayed on screen due to the wires broken found in the pebax area. A scanning electrode microscope analysis was performed to further analyze the foreign material inside the pebax and it was found residues of saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a crack in the pebax area. During the procedure, the force values displayed were high. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-dec-2024, observed a crack in the pebax area and corrosion inside the pebax. Additionally, wires were found broken inside the pebax. The event was originally considered non-reportable, however, bwi became aware of a crack in the pebax area on 23-dec-2024 and have assessed this returned condition as reportable.